Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.0/6.0/104, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/haloes. This explant resolved the problem. In the reporters opinion the cause of this event was patient related factor and it was unknown if the device fail to perform as intended.